Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during a colonoscopy.according to the complainant, during the procedure the clip broke and would not deploy correctly. The clip was removed from the patient and another device was used to complete the procedure.there were no patient complications as a result of this event. The patient condition was listed as fine post procedure.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.